Manufacturer narrative:
H6 correction: "insufficient information" changed to "break" specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. An investigation was conducted on(B)(4) 2019. Signs of clinical use was observed. Slight evidence of blood was observed on the heater wire of the harvesting tool as well as on the tips of the c-ring. The heater wire on the harvesting device was observed to be completely flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. Signs of blood were observed on the c-ring at the distal part of the cannula. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; c-ring cut¿ was confirmed as well as the analyzed failure "material twisted/ bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 failed during use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.